Event description:
During a femoral vein harvesting procedure, the endoscopic c-ring and interconnected plastic piece that slide in and out of the harvesting system shaft, became separated from the scope within the patient. The inability to grasp and extract this long piece endoscopically resulted in the need to create a larger incision for its removal.======================manufacturer response for endoscopic vessel harvesting system, vasoview hemopro (per site reporter).======================the manufacturer intends to investigate and is sending the hospital shipping materials to facilitate the return of the device.